Event description:
It was reported the device ran as programmed and the desired amount of medication was dispensed. When they switched bags, the second bag wasn't spiked properly. The pump didn't have an occlusion alarm, so they assumed it was working fine. Only when the patient had a significant pain crisis did they recognize it wasn't delivering the pain medication. Biomed have been checking the device and the occlusion alarms seem to be working fine. It seems like the device is fine but something went wrong.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. No lot number was provided; therefore, a device history record (DHR) review could not be conducted. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.